Event description:
It was stated that the customer was taken to the ER due to low blood glucose levels. It was also stated that the customer had convulsions due to the low blood glucose levels. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.